Event description:
In 2009, the pt was being treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A planned aortouniiliac was performed due to the pt's right common iliac artery being completely occluded. The physician experienced difficulty getting the trunk ipsilateral leg component through the sheath, after repositioning the device. The physician opted to remove the trunk ipsilateral leg component. Upon removing the sheath, the pt's intima was attached to the sheath. The physician completed the procedure with a second trunk ipsilateral leg component, and three contralateral leg components implanted in the left common iliac artery. Final angiogram revealed a proximal type I endoleak about the trunk ipsilateral leg component. The physician opted to end the procedure and continue to monitor the pt.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications.